Manufacturer narrative:
The pump was returned and passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the patient had been having difficulties with their speech and hallucinating over the last month. On (B)(6) 2018, the patient was having trouble staying awake and fell asleep. The patient's mother checked on them and was unable to wake the patient. The patient was taken to the hospital in an ambulance. The patient was told they had a bad pain pump that had released an excess of baclofen into their system. The pump was replaced that night. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving gablofen (2000 mcg/ml at 3695.6 mcg/day) via an implantable infusion pump. The indication for use was noted to be intractable spasticity. It was reported that despite escalating the patient's intrathecal baclofen dose the patient had not been reaching efficacy. It was noted this was an ongoing issue with the patient changing providers along with the patient "being complicated" so they had not been able to reach the goal of therapy efficacy. It was noted that a pump dye/rotor study was scheduled for (B)(6) 2018 because the "doctor had concerns about this pump and questions if there is something mechanically wrong because the patient was yet to get adequate control of his spasticity." Previous increases hadn't provided a benefit and resulted in significant daily dosing. No further complications were reported. Additional information was received from the healthcare provider (hcp) via a device manufacturer representative indicated that the patient was receiving gablofen (2000 mcg/ml at 1800 mcg/day) via an implantable infusion pump. The patient was also noted to have a history of chronic urinary tract infections and was prescribed tramadol, senior, requip, protonix, oxycodone, zofran, neurontin and cymbalta. It was reported that the patient continued to have ongoing sporadic spasticity control. The hcp suspected a pump issue due a catheter access port procedure confirming that the catheter was flowing as it should be. It was noted that the logs were read and the refill volumes appeared to be within normal limits. There were no environmental/external/patient factors that may have led or contributed to the issue. The pump was replaced and the issue was resolved. It was reported that the patient was alive with no injury. The explanted pump would be returned for analysis. No further complications have been reported as a result of this event.